Event description:
It was reported that the c-arm brake handle on the 9600+ system is broken. There was no report of pt injury.

Manufacturer narrative:
At the customers request a ge rep ordered a new brake handle for the customer to install. Followup telephone call to the customer confirmed that the system is operating as intended.